Manufacturer narrative:
Investigation summary: it was reported that a 76-year-old female patient with history of previous ablation afib/flutter and lariat procedure, obstructive sleep apnea (osa) and diabetes mellitus (dm) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. At the start of the procedure, a baseline effusion was noted. During the ablation phase, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed intracardiac echo (ice). Remainder of the procedure was aborted. Pericardiocentesis was performed to remove 1900 cc of fluid from the pericardium. The patient was reported in stable condition. A drain in situ was left in overnight. Patient¿s outcome is fully recovered. The device was visually inspected and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area and loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the internal failure of the sensor cannot be determined; however, an internal corrective action has been opened to investigate issue. Manuacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 4/18/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30173821l number, and no internal action was found during the review. Concomitant medical products: carto 3 system: us catalog #: unknown, serial #: unknown. Non biosense webster, inc. Product: baylis transseptal needle. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient with history of previous ablation afib/flutter and lariat procedure, obstructive sleep apnea (osa) and diabetes mellitus (dm) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the start of the procedure, a baseline effusion was noted. During the ablation phase, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed intracardiac echo (ice). Reminder of the procedure was aborted. Pericardiocentesis was performed to remove 1900 cc of fluid from the pericardium. The patient was reported in stable condition. A drain in situ was left in overnight. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient¿s condition related. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. They were ablating at 35-40 watts. The catheter irrigation was set at 15cc. No error messages were observed on any biosense webster, inc. Equipment during the case. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter, and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.